Event description:
A medtronic area sales mgr reported for the facility that a pt that recently had activent middle ear ventilation tubes inserted which was followed by an allergic reaction. The reporting facility did not do the surgery, the pt came for treatment of the allergic reaction. The mother of the child is concerned that her reaction could have been from the ventilation tubes. The pt broke out in a rash a few hours after the tubes were placed. Rash started on her face near her ears and it now persists from head to toe, it is very itchy, her ears are the worst. The doctor at (B)(6) asthma and allergy center (B)(6) does not believe the tubes are the cause of the rash as there were antibiotics given before and after the surgery that are a more likely candidate. The contact at the facility was not able to provide info on which vent tubes were used, either fluoroplastic or silicone. The actual product number is not known; (B)(4)

Manufacturer narrative:
A review of the mfg records was not possible as the product and lot numbers are not known. The IFU for activent states: the activent antimicrobial ventilation (tympanostomy) tubes are small tubular implants constructed of a biocompatible material with bacteriocidal/bacteriostatic properties, which has been shown to reduce the incidence of post-operative otorrhea. Activent antimicrobial ventilation tubes are fabricated from silver oxide and silicone or silver oxide and fluoroplastic material. Allergic reaction may occur in pts' with metals sensitivity.